Event description:
Procedure: unk. Reportedly, the stapler roticulating reload became locked at a 90 degree angle and would not roticulate back to a straight angle to be removed from port site. Surgeon reported that stapler had broken in the articulating position, which necessitated enlarging the port of entry somewhat to get it out.